Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported this patient underwent surgery (B)(6) 2024 for an ipg replacement. No complication, effective therapy restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced the ipg at end of life. Surgical intervention may be pending to address the issue.